Manufacturer narrative:
The affected device was analyzed by dräger service onsite. During initial device testing the issue could not be replicated. No technical error code was logged on the date of event. Log entries show that the device intermittently alarmed for ¿disconnection¿, ¿airway pressure low¿, ¿mv low¿ and ¿leakage¿. Additionally, the user did not perform a device check before the device was put on the patient. Further device analysis found that a leak was present at the inspiratory valve. After reseating the gasket of the inspiratory valve the device was fully functional again. It could be concluded the root cause for the device behavior was a significant leakage which the device audibly and visually alarmed for as specified.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
The customer reported that while the ventilator was connected to a patient, the ventilator stopped delivering breaths to the patient. No patient injury was reported.